Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture and high capture thresholds. Reprogramming efforts were performed. Currently, the product remains in service and no adverse patient effects were reported.